Event description:
Pt was an active (B)(6) diagnosed with osteoarthritis of left hip. Dr performed left hip arthroplasty on (B)(6) 2008 using depuy pinnacle products. Pt complained of pain and discoloration of skin in and around surgical site within months. Returned to original surgeon and consulted other surgeons, a dermatologist, an internist and allergist over 18 months. Had x-rays, scans and labs. On (B)(6) 2010, dermatologist removed a growth from surgical site and advised pt she had a severe infection and need to have prosthesis removed.